Event description:
It was reported that the filter was tilted and had perforated the mesentery. On (B)(6) 2004, the patient was implanted with a greenfield filter. On (B)(6) 2018, the patient received an abdominal and pelvic CT scan to evaluate inferior vena cava (ivc) filter placement. The anterior and right lateral struts of the filter were observed to extend slightly beyond the borders of the ivc. There was no tilt observed at this time. On (B)(6) 2020, the patient received an abdominal CT scan to evaluate ivc filter placement. The upper apex of the filter was tilted anteriorly and toward the left, abutting the left anterolateral ivc wall. The filter was tilted 15 degrees off axis compared with the axis of the ivc. A single anterior tine appeared to perforate the ivc minimally. There was approximately 1 mm of separation at the tip of the tine from the anterior ivc wall. No further patient complications were reported.